Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an rp bleed after deploying the angio-seal device. The patient needed a surgical repair. The patient was in stable condition. Additional information was received april 15, 2019: the procedure being performed was a coronary intervention using a 6fr procedure sheath. A pre-deployment angiogram was performed. Hemostasis was achieved for several hours via angio-seal. Surgery ultimately fixed the issue. The patient had a vascular surgical repair. There is not a direct allegation against the device from the clinician that it caused or contributed to the event.